Manufacturer narrative:
The hospital replaced the display, per ge healthcare's technical support's recommendation, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit unexpectedly rebooted during pre-use checkout. No report of patient involvement.